Event description:
Clinical study. Ten months after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention to treat in-stent restenosis. The pt was enrolled in the arrive program in march 2004. The taxus 2.50x16mm drug eluting stent was implanted to treat a tvr in the left anterior descending (lad) artery. There was no residual stenosis. There were no reported complications and the pt was discharged the next day on continuing plavix and aspirin. Attempted to obtain the the batch and upn but they are not available. 10 months later the pt was readmitted with unstable angina. Cardiac catheterization at the time revealed lmca normal, lad (target vessel) 90% instent restenosis in the distal mid-lad; the remainder of the stents in the proximal and mid lad were noted to be widely patent. Lcx normal, rca not injected, lvef 50%. With anteroapical hypokinesis. The 90% instent restenosis in the lad was treated with direct placement of two additional taxus stents. There was no residual stenosis. There were no reported procedural complications. Post-procedure, the pt did experience some dizziness and lightheadedness and was kept int he hospital an extra day. The pt was discharged 2 days later on plavix and aspirin.